Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they had a non adhering sensors that had missing cannulas after insertion. Troubleshooting for tape not sticking was performed. The customer's blood glucose was unknown at the time of the incident. It was reported that the sensors came off and the customer noticed the cannulas for sensors were missing. It was reported that the customer's technique was reviewed and was also provided recommended techniques to prevent the issue and to also contact healthcare professional for advise. The customer did not have the product to return. It was indicated that replacement sensors will be sent to the customer and no product will be returned for analysis.